Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture at maximum outputs was observed. There was a concern the lead had fractured. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 123 millimeters (mm) from the terminal pin. Additionally, a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil was noted. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Visual inspection also revealed calcification on the lead tip. An x-ray was performed and no evidence of a lead fracture was found. Detailed analysis confirmed the clinical observation of high out of range pacing impedance measurements which was due to calcification on the lead tip.